Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 ¿ december 12, 2023. H11: the device was received for evaluation. Visual inspection via the naked eye was performed, and fluid inside a bag that contained the unit was identified which suggested a leak occurred. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. The remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the condition is related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The bottle or bladder was broken when received. The device was filled with 13500mg piperacillin/tazobactam (pipertaz) diluted in 240ml buffered 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.